Event description:
It was reported that the patient went to the emergency room. The patient was experiencing pacemaker syndrome due to the device mode switch to single chamber fixed rate. The symptoms were alleviated when the device was programmed back to managed ventricular pacing. It was also reported that the device was suspected of early elective replacement indicator due to battery depletion in less than five years. The device was explanted and replaced. The patient was dissatisfied with the service received regarding the warranty and with the experience of having the device replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and high battery impedance resulted in eri (battery depletion indicated). Eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. (B)(4) version 8 was installed on approximate 29 mar 2011.